Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (abdominal pain, menorrhagia, hair loss, rashes, joint pain, pain during intercourse, fatigue, and weight gain) while not on birth control. Her menstrual periods were normal and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have hysterosalpingogram abnormal ("physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred"), 2 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced menstruation irregular ("irregular periods"), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, bleeding so heavy during her menstrual period that she could not get out of bed, heavy vaginal bleeding\abnormal bleeding"), dysmenorrhoea ("pain so heavy during her menstrual period that she could not get out of bed"), rash ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2016, laparoscopic salpingectomy and essure removal performed.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, rash, alopecia, arthralgia, dyspareunia, fatigue, weight increased, abdominal distension and headache had resolved. At the time of the report, the hysterosalpingogram abnormal, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, dysmenorrhoea, dyspareunia, fatigue, headache, hysterosalpingogram abnormal, menorrhagia, menstruation irregular, migraine, rash and weight increased to be related to essure. The reporter commented: after the removal of the essure device all of her symptoms resolved. Her hair is growing back; her joint pain and rashes ceased; her menstrual periods are normal; she has lost forty pounds; and her heavy vaginal bleeding has ceased. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2014: hysterosalpingogram: confirmed the position of the essure implants but physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received : new event added : migraines , autoimmune disorder nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (abdominal pain, menorrhagia, hair loss, rashes, joint pain, pain during intercourse, fatigue, and weight gain) while not on birth control. Her menstrual periods were normal and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 2 months 27 days after insertion of essure, the patient experienced hysterosalpingogram abnormal ("physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular periods"), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, bleeding so heavy during her menstrual period that she could not get out of bed, heavy vaginal bleeding"), dysmenorrhoea ("pain so heavy during her menstrual period that she could not get out of bed"), rash ("rashes"), alopecia ("hair loss"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, bleeding so heavy during her menstrual period that she could not get out of bed, heavy vaginal bleeding"), dysmenorrhoea ("pain so heavy during her menstrual period that she could not get out of bed"), rash ("rashes"), alopecia ("hair loss"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2016, laparoscopic salpingectomy and essure removal performed.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, rash, alopecia, arthralgia, dyspareunia, fatigue, weight increased, abdominal distension and headache had resolved. At the time of the report, the hysterosalpingogram abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, headache, hysterosalpingogram abnormal, menorrhagia, menstruation irregular, rash and weight increased to be related to essure. The reporter commented: after the removal of the essure device all of her symptoms resolved. Her hair is growing back; her joint pain and rashes ceased; her menstrual periods are normal; she has lost forty pounds; and her heavy vaginal bleeding has ceased. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2014: hysterosalpingogram: confirmed the position of the essure implants but physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-apr-2017: quality safety evaluation received. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain (together with other non-serious events). A laparoscopic salpingectomy and essure removal were performed and all complaints resolved. This event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded however, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain') in a 27-year-old female patient who had essure (batch no. 58565) inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (abdominal pain, menorrhagia, hair loss, rashes, joint pain, pain during intercourse, fatigue, and weight gain) while not on birth control. Her menstrual periods were normal and she had no problem with going about her daily life. Previously administered products included for allergy: cefaclor and aspirin. Concurrent conditions included pelvic pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have hysterosalpingogram abnormal ("physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred"), 2 months 9 days after insertion of essure. On (B)(6) 2015, the patient experienced menstruation irregular ("irregular periods"), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia, bleeding so heavy during her menstrual period that she could not get out of bed, heavy vaginal bleeding\abnormal bleeding"), dysmenorrhoea ("pain so heavy during her menstrual period that she could not get out of bed"), dermatitis allergic ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder") and was found to have weight increased ("weight gain"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2016, laparoscopic salpingectomy and essure removal performed.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, heavy menstrual bleeding, dysmenorrhoea, menstruation irregular, dermatitis allergic, alopecia, arthralgia, dyspareunia, fatigue, weight increased, abdominal distension and headache had resolved. At the time of the report, the hysterosalpingogram abnormal, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, hysterosalpingogram abnormal, menstruation irregular, migraine and weight increased to be related to essure. The reporter commented: after the removal of the essure device all of her symptoms resolved. Her hair is growing back; her joint pain and rashes ceased; her menstrual periods are normal; she has lost forty pounds; and her heavy vaginal bleeding has ceased. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Discrepancy noted in essure insertion date: (B)(6) 2014. 3 trailing coils noted on right and 3 trailing coils noted on left. Diagnostic results: on (B)(6) 2014: hysterosalpingogram: confirmed the position of the essure implants but physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2021: medical record received. Reporters, medical history and essure lot number were added. Reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain/pain') in an adult female patient who had essure inserted for female sterilisation and female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (abdominal pain, menorrhagia, hair loss, rashes, joint pain, pain during intercourse, fatigue, and weight gain) while not on birth control. Her menstrual periods were normal and she had no problem with going about her daily life. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient was found to have hysterosalpingogram abnormal ("physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred"), 2 months 27 days after insertion of essure. On (B)(6) 2015, the patient experienced menstruation irregular ("irregular periods"), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia, bleeding so heavy during her menstrual period that she could not get out of bed, heavy vaginal bleeding\abnormal bleeding"), dysmenorrhoea ("pain so heavy during her menstrual period that she could not get out of bed"), dermatitis allergic ("rashes/ hypersensitivity symptom"), alopecia ("hair loss"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue"), migraine ("migraines") and autoimmune disorder ("auto- immune disorder"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2016, laparoscopic salpingectomy and essure removal performed.). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, dermatitis allergic, alopecia, arthralgia, dyspareunia, fatigue, weight increased, abdominal distension and headache had resolved. At the time of the report, the hysterosalpingogram abnormal, migraine and autoimmune disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, autoimmune disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, headache, hysterosalpingogram abnormal, menorrhagia, menstruation irregular, migraine and weight increased to be related to essure. The reporter commented: after the removal of the essure device all of her symptoms resolved. Her hair is growing back; her joint pain and rashes ceased; her menstrual periods are normal; she has lost forty pounds; and her heavy vaginal bleeding has ceased. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on (B)(6) 2014: hysterosalpingogram: confirmed the position of the essure implants but physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in an adult female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, she had not experienced this combination of symptoms (abdominal pain, menorrhagia, hair loss, rashes, joint pain, pain during intercourse, fatigue, and weight gain) while not on birth control. Her menstrual periods were normal and she had no problem with going about her daily life. On (B)(6) 2014, the patient started essure at an unspecified dose and frequency. On (B)(6) 2014, 87 days after starting essure, the patient experienced hysterosalpingogram abnormal ("physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred"). On (B)(6) 2015, the patient experienced menstruation irregular ("irregular periods"), abdominal distension ("bloating") and headache ("headaches"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("menorrhagia, bleeding so heavy during her menstrual period that she could not get out of bed, heavy vaginal bleeding"), dysmenorrhoea ("pain so heavy during her menstrual period that she could not get out of bed"), rash ("rashes"), alopecia ("hair loss"), arthralgia ("joint pain"), dyspareunia ("pain during intercourse"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with oral contraceptive nos and surgery (on (B)(6) 2016, laparoscopic salpingectomy and essure removal performed.). Essure was withdrawn. On (B)(6) 2016, the abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, rash, alopecia, arthralgia, dyspareunia, fatigue, weight increased, abdominal distension and headache had resolved. At the time of the report, the hysterosalpingogram abnormal outcome was unknown. The reporter considered abdominal pain, menorrhagia, dysmenorrhoea, menstruation irregular, rash, alopecia, arthralgia, dyspareunia, fatigue, weight increased, abdominal distension, headache and hysterosalpingogram abnormal to be related to essure. The reporter commented: after the removal of the essure device all of her symptoms resolved. Her hair is growing back; her joint pain and rashes ceased; her menstrual periods are normal; she has lost forty pounds; and her heavy vaginal bleeding has ceased. Until the removal, neither she nor her doctors could clearly correlate her problems as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results: on 07-jul-2014: hysterosalpingogram: confirmed the position of the essure implants but physician was unable to determine if occlusion of the bilateral fallopian tubes had occurred. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain (together with other non-serious events). A laparoscopic salpingectomy and essure removal were performed and all complaints resolved. This event is regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.